Manufacturer narrative:
The lot number was reviewed for nonconforming report and CAPA. No other complaints were found for the lot number. Date of event is an estimated date.

Event description:
According to the available information there was a hair inside the catheter bag. Device was not used.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9558661. This product was made by our tunisian subcontractor and packaged by our hungarian site. According to the picture received we can define that this complaint concerned our hungarian site who were informed about this issue. Our quality databases were checked and revealed no anomaly in relation to the described defect. The subcontractor¿s investigation concluded the following root causes: accidental issue. During the production and packaging process, the hair can enter the packaging. Second, supplier related issue, the raw material arrived already polluted by hair. Third, human inattention, the operators have not detected the hair then the product have packaged and shipped out to the market. All involved employees have been informed regarding this issue, they will focus to filter out the hair infected pouches all the time at production in order to avoid reoccurrence claims in the future. They will also continuously inform the supplier about the affected lots to improve their processes if the received lots are affected by hair contamination. In addition, our supplier, who sends the intermediate product to our hungarian site, has re-sensitized production operators about "hair presence" in november 2024 and about a good manufacturing practice in may 2024.